Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient had blurry vision and felt sick to their stomach. The patient's fiancee checked the cgm and it was displaying 89 mg/dl. A bg was checked and it was 45 mg/dl. The patient's fiancee called for an ambulance and the patient was transported to the emergency room (ER). There was no information about what treatment the patient received from the paramedics or the ER. The patient was released from the hospital on (B)(6) 2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.